Event description:
Boston scientific received information that a fault code '1003' alert (voltage too low for projected remaining capacity) was received via remote monitoring. The patient was reportedly not pacemaker dependant and used their device infrequently. Boston scientific technical services (ts) was consulted and recommended immediate replacement of the device (the longevity of the device could not be estimated without a memory download). The patient was scheduled for an office visit with their electrophysiologist in one week.

Event description:
Additional information was received that 19 days later, this device memory was evaluated by engineering who confirmed the device was malfunctioning and recommended replacement of the device within one week. The device was explanted and successfully replaced two days later. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
The patient has been scheduled for an office visit with their ep in one week to discuss device replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that low voltage faults were recorded on (B)(4) 2012. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.021 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.